Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she had gone unconscious several time from hypoglycemia, due to her pump and sensors. The customers blood glucose reading was not available. The customer claims her hypoglycemia was caused by the sensors being incorrect, being up to 100 points off in readings. Customer was reached out to on (B)(6) by a representative. The product was not replaced or returned.